Event description:
Patient had a right l5-s1 hernated nucleaus pulposus and was admitted to have a microscopic l5-s1 disectomy on the right.during the operative procedure,a duckbill type of ronger was being used to remove a part of the lamina and the duckbill rongeur superior lip broke off at the screw, and ejected into the dura just to the right of midline. The tip was removed and the tear was easily repaired.